Event description:
It was reported that on the fourth day of use, the 1104bt catheter became suddenly impossible to measure ict (intracranial temperature) when the pt's position was changed. After that, the monitor screen kept showing integra's logo screen. Ther was no harm to the pt. The catheter was zeroed prior to use. The catheter was fixed on the pt's neck and shoulder. The pt underwent decompressive surgery after a head injury. Several attempts to obtain additional information was made but to date, no new info was received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.